Event description:
Pt had been having mentation changes, necessitating use of the bedcheck. Staff heard pt fall in room, and upon entry found pt on the floor. Examination showed pt to have hematoma to occipital. CT scan was negative. Bedcheck alarm never sounded.